Event description:
A cartridge change error was reported with the pump, causing the customer's blood glucose level to exceed the display's "high" reading, though no exact value was provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. Technical support guided the customer through inspecting the pump's components, cleaning the pneumatic tap area, and ensured the cartridge was correctly attached and fully loaded. With this assistance, the customer successfully completed the loading process and was able to resume insulin delivery.